Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient. (B)(4).

Event description:
It was reported that the pump was flipped and confirmed. A dye study was done. The patient fell then sutures popped loose requiring surgery to tie down. They went into revise and secure the pump down in the pocket and when trying to aspirate from the cap, they were unable to aspirate or push anything through. The hcp then cut the catheter at the pin connector site and got great csf flow from that location. The physician assumed the issue was with connection. They explanted pump connector and catheter connector and replaced. The patient's status at the time of report was "alive-no injury." Additional information received reported that the pump was functioning normally without any issues. It had not been confirmed that the catheter issue involved the connector pin. It was unknown how the patient was doing and if they were receiving effective therapy. No patient symptoms were reported to be related to this event. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
It was noted that they were unable to read the pump with the ptm.